Event description:
The user facility in (B)(6) reported the vitrectomy cutter primed as intended. The surgeon found the cutter didn't cut at certain angles. They opened a new cutter and completed the surgery with no patient injury reported. Additional information received with the returned product: air was leaking and it wasn't cutting well.

Manufacturer narrative:
Evaluation completed. One opened bl5523w pack from lot v1759 was returned. The tip protector was not returned. The needle was bent. The extension handle has been placed over the cutter body (on backwards) to serve as a make-shirt needle protector. The port window was in the opened position. There was fluid in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The female lure connector that is approximately 10 inches from the back of the cutter is cracked. A functional test was performed using a stellaris pc system. The cutter cut intermittently regardless of the angle. Air and fluid did leak from the cracked connector location. It should be noted that an air/fluid leak could contribute to poor cutting performance due to the loss of vacuum. The sterilization and lot history records were reviewed and found to be acceptable.